Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID (B)(4)) would not reprogram to the desired setting after multiple attempts and programmers. Therefore, the valve was removed and replaced. The patient was released after the procedure and is stable.